Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's occlusion sensor seal is damaged. No patient involvement.

Manufacturer narrative:
D9: date received by mfg; 1/21/2025. One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. During visual inspection it was found that the downstream occlusion seal was damaged. The downstream occlusion seal was replaced.